Manufacturer narrative:
Additional manufacturer narrative- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The procedure was concluded without any adverse events to the patient. On (B)(6) 2009, at the one-month follow-up, a type ii endoleak was revealed. Aneurysmal diameter was measured at 58 mm. On (B)(6) 2009, at the six-month follow-up, the type ii endoleak was still present, and the aneurysm had enlarged to 63 mm. A wait-and-watch approach was taken. On (B)(6) 2010, at the one-year follow-up, the type ii endoleak was still present, and the aneurysm measured 63mm. The wait-and-watch approach was continued. No further information was provided gore.